Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: this unit was serviced by a carefusion authorized service center. This reported issue could not be duplicate by the field serive technician. The unit passed a 48 hour extended test run using the customer's ventilator settings. Internal inspection did not reveal any anomalies. The unit passed the general checkout and all testing's.

Event description:
It was reported by the customer that when the nurse was in the patient's room, the ventilator alarmed and stopped ventilating while on a patient. The screen on the ventilator was empty during this event. And there was no patient harm associated with this event.